Event description:
Additional information was received. And stated that, the patient also had halos. There are two medical device reports associated with this patient. This report is for right eye.

Manufacturer narrative:
Correction: on initial MDR, the evaluation method code of 3331 was missed to report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) the patient experienced vision issues. Post implantation of approximately two years the lens was explanted with another monofocal lens. Additional information was requested.